Event description:
Boston scientific received information that during a routine follow up visit, it was discovered that this right ventricular (rv) lead had perforated through the patient's myocardium. The patient was hospitalized and a revision procedure was performed. The lead was explanted and surgically abandoned at the hospital. A new lead will be implanted at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the lead was severed near the terminal pin and it was determined that this was induced damage during an implant procedure. It was also noted that body fluid was found in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis could not confirm the reported allegations as a severed lead was returned and no electrical performance was conducted on the lead. The lead was archived .